Event description:
One day post uneventful right internal carotid artery stenting procedure, the patient experienced a right middle cerebral artery stroke with left sided weakness, aphasia and dysphagia. A head CT was taken on day one after the stroke and showed no changes from the previous CT scan. Prior to discharge, the dysphagia resolved. The patient was discharged to a rehabilitation facility three days post stenting procedure. There is no additional information available. Study report.

Manufacturer narrative:
The device was not returne; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.